Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported receiving elevated blood glucose for several days for reasons unk. Pt stated sometimes there were air bubbles in the infusion tubing but not in the cartridge. Pt reported she thinks the infusion device does not work correctly. Pt stated on (B)(6) 2010 at 5:00 pm her blood glucose was 213 mg/dl; took correction via infusion device of 1.5 units of insulin times 2. Pt stated some time later she ate dinner and took a bolus of 3.0 units of insulin via the infusion device. Pt reported at 10:00 pm her blood glucose level was 219 mg/dl; took correction of 3.0 units of insulin via infusion device. Pt stated at 11:20 pm her blood glucose level was 79 mg/dl. Pt's normal blood glucose level is 120-145 mg/dl. Pt reported she thinks the infusion device delivers inaccurately. Pt stated she used the infusion tubing for 12 days. Pt reported having a cold since (B)(6) 2010. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.